Event description:
The customer called and reported experiencing low blood glucose and stated the lights would not come on when he would attempt to charge the transmitter. The customer stated his blood glucose went from 35 to 400 mg/dl, due to overcompensating. The customer also stated that he had been hospitalized in (B)(6) 2015 for low blood glucose between 35 mg/dl and 40 mg/dl. The customer stated the hospitalization had already been reported. Customer was advised the transmitter would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The minilink transmitter was received unable to charge due to damage to pin 5, also with contamination to all pins. Unable to perform functional testing due to charge anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.